Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# nlf072346n implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) d9. Refers to the recharger. G2. Foreign: japan h3. Analysis of the recharger (serial #(B)(6)) found that the device was scrapped due to the recharge antenna failure of being stuck on the checking the recharger screen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's device was not detected and couldn't be charged. The procedure was performed and could be charged the same way as usual, but it did not change even though it was "charged again this time." This was noted as a sudden occurrence. Recharging was attempted several times, but there were no changes. The issue was not resolved. Additional information was received. It was reported that the cause of the connection/recharging issue was unknown. The further actions to resolve the recharging/connection issue were that charging was attempted several times, but there were no changes. The issue has not since been resolved. A new 97755 was sent to the patient, the problem has been resolved at present by replacing the battery inside the remote control. Additional information was received. It was reported that there is no plan for the battery back to be returned. The product is possessed by patient and will be discarded by him/her. Additional information was received. It was reported that device non-detection is repeated. The controller checked the remaining charge level of 80%. The battery reset was performed, but it did not resolve; even if the device was touched directly to the skin, the device failure screen on page 166 of the manual repeatedly displayed. There were no known environmental, external, and patient factors that may have caused the event. Troubleshooting included a battery reset. Interventions taken to resolve the issue were unknown. The issue was not resolved at the time of the report. Additional information was received. It was reported that the screen displayed "system problem. Cannot continue." Both the controller and the stimulator had a charge of 0. The patient was asked to recharge the controller and try recharging the stimulator again. Additional information was received. It was reported that the remaining battery power of the stimulator and controller was 0, so the controller and stimulator were recharged, but the "no device found" repeatedly appeared. Repositioning the recharger did not resolve the problem. Currently, the stimulator is at 30% and the controller at 70%. In addition, the stimulation was turned off, but the patient said it did not need to be turned on. The patient's husband is concerned about the recharger getting hot, so it has been explained that it could get hot w hile charging. Additional information was received. It was reported that the cause of the no device found message was not determined. The further actions taken to resolve the issue were that the recharger was replaced with a new one. The issue has since been resol ved. The screen details on page 166 of the manual was "no device found message". The controller has not been replaced.